Event description:
It was reported that the patient recieved multiple shocks causing pain for the patient. The lead was found to be "disconnected." The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when clipping the cystic duct on the first firing the surgeon felt resistance, heard a pop sound and the handle would not close to fire. The clip was in the nose of the device and when it was discharged on the table it was malformed. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)